Event description:
It was reported that the pt complained about noise and intermittency. All external equipment was exchanged. Since one week the pt has no longer been using her device. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.